Event description:
It is reported post-op a lap adjustable band procedure, the band had to be removed because there was infection and pus under the band. There were no other pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.